Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/18/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. The pump was returned with moisture visible through display lens and in the battery compartment. It was also observed that the pump casing was cracked at the top right corner between display lens and pump seal. A leak test was performed and failed due to the cracked pump case. The pump was opened and there was moisture damage found on the oled, the force sensor plate and on the transceiver board.